Event description:
It was reported that the system monitor's display was flickering. The system monitor was switched on and off. The monitor cable was exchanged. The system monitor was exchanged. The sf card pin injector on the motherboard of the system monitor was found to be broken.

Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the card release button on the system monitor was confirmed at the european distribution center (edc); however, the reported event of flickering was not confirmed. When the system monitor, serial (B)(6), was evaluated, the unit was powered on and booted up as intended. The unit returned with a broken off flash card release button. The main pcb was replaced. A full functional checkout was performed, and the unit passed all tests without any flickering. Preventative maintenance was performed, and the unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4- ¿system monitor¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.